Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited two ventricular fibrillation episodes due to possible lead noise or electromagnetic interference during a routine device check-up at the hospital. The patient reported to have undergone many physical exercises with different fitness devices. The noise was not reproducible in clinic. The physician elected to monitor the patient with routine follow-ups. The patient was stable after the event.